Event description:
It was reported that after a successful right ventricular outflow tract ablation procedure, the pt developed a cardiac tamponade. The pt was stable throughout the entire procedure up until the last ablation was performed. The duration of the last ablation application was approximately 280 seconds. The physician was uncertain of the cause for the tamponade but suggests it may be due to the long duration of the last ablation application. A pericardiocentesis was performed, which resolved the effusion and the pt is reportedly stable.

Manufacturer narrative:
The device was not returned for evaluation. Review of the device history records confirmed this device met manufacturing requirements prior to shipment. The cause for the reported tamponade is unk. Date report submitted to FDA by manufacturer: (B)(4) 2010. Date the initial reporter provided the information to the manufacturer: (B)(4) 2010.